Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. The reported failure mode will be monitored for future reoccurrence. Alleged failure: reboots unintentially. Probable root cause: sdc application software [cor, ip] sdc motherboard; fpga temperature sensors/measurement; cables and connectors; power supply, fuse; use error; cybersecurity - see rsk12962 - assets - bios, stryker application software (sdc4k), power supply; esp software [esp] h3 other text : 81.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Updating FDA registration number to:(B)(4)- endoscopy (san jose).